Event description:
The cutter tip jammed after sterilization. This event did not occur during a surgical procedure.

Manufacturer narrative:
The results of the evaluation performed indicated that the cause was attributed to normal wear and tear of the cutting tip assembly. In the event the cutting tip becomes worn, agents are instructed to order the tip as a replaceable part.